Manufacturer narrative:
Citation: makkar r., et al. Self-expanding intra-annular versus commercially available transcatheter heart valves in high and extreme risk patients with severe aortic stenosis (portico ide): a randomised, controlled, non-inferiority trial. The lancet, 25 june 2020; doi: https://doi.org/10.1016/s0140-6736(20)31358-1. Earliest date of publish used for event date. Medtronic products referenced: evolut r (PMA# p130021, product code: npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a randomized controlled trial comparing the safety and efficacy of a competitor self-expanding intra-annular transcatheter aortic valve versus other commercially available transcatheter aortic valves. All data were prospectively collected from multiple centers between may 2014 and september 2014 and between august 2015 and october 2017. The study population included 750 patients (predominantly female, mean age 83 years), 110 of whom were implanted with either medtronic evolut r or medtronic evolut pro bioprosthetic valves (no serial numbers provided). Among all patients, 101 deaths occurred. No further details were provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: conversion to open heart surgery, need to implant a second valve with valve-in-valve im plantation, inability to gain vascular access, disabling strokes, life-threatening bleeding requiring transfusions, major vascular complications, moderate-severe aortic regurgitation, need for permanent pacemaker implantation and moderate-severe paravalvular regurgitation. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.